Event description:
It was reported that the subject device displays a red light. The malfunction occurred during a therapeutic laparoscopic uterus extirpation procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3,h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken and the image is purple. A root cause could not be identified. Based on the investigation results, it is likely that the coupled device (r-unit) is broken, and therefore the image is purple leading to the malfunction of a 'red light during the procedure'. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.